Event description:
Third degree burn [burns third degree]. Case description: this is an initial spontaneous report by a contactable consumer. This (B)(6) female pt started to use thermacare heatwrap (thermacare lower back and hip, wrap) for back hurting on (B)(6) 2011. Relevant medical history included diabetes. Relevant concomitant medications and past product history were not provided. On (B)(6) 2011, while on heat wrap, she experienced blisters, it burnt her bad and it hurt her back. Therapeutic measures taken in response to the events included silver sulfadiazine (silvadene) cream. At the time of f/u, the pt reported she experienced a third degree burn. There was no relevant lab data was none. The action taken with the product was permanently withdrawn on (B)(6) 2011. At the time of the report, she had not recovered from the events. On (B)(6) 2012, this physician reported on behalf of another physician and which confirmed the reported events. F/u ((B)(4) 2012): new info received from contactable consumer via product quality complaint group included: changed event from thermal burn to third degree burn. F/u ((B)(4) 2012): this is a f/u spontaneous report from a physician reported on behalf of another physician which provided add'l info which confirmed the events. Add'l info has been requested and will be provided as it becomes available.

Manufacturer narrative:
Medical comment: given the f/u medical confirmation of third degree burn, case is upgraded to serious. Casuality associated according (B)(4) and is processed as an initial reportable case.